Event description:
Reporter alleged obtaining the results of 130 mg/dl and 10 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she does not have any more strips, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter alleged a patient received a result of 332 mg/dl on inform system 1 compared back to back with a result of 57 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.